Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported threads are possibly strained. Healing abutment miss threaded. Procedure completed using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant has some wear / damage around the micro-grooves, likely due to the removal process. The implant's internal threads did not appeared to be damaged; additionally, during a functional test with an in-house mating component, the screw screwed into the implant as intended. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1257812. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257812 for similar events and no other complaint was identified. Review completed utilizing keywords: "damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is improper techniques used by the customer, during procedure (excessive torque.) Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.